Event description:
Device was applied during a total abdominal hysterectomy procedure. Reportedly, the staple line was incomplete. The surgeon completed the procedure by manual suture. The hosp has reported that no pt injury occurred.